Manufacturer narrative:
The power supply board and the central processing unit harness to the power supply were replaced. The unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The gehc service representative reported the device would switch off intermittently during diagnostics for a different issue. There was no report of patient involvement.